Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Legal documents state that the pt was revised to address "considerable pain, weakness, soft tissue swelling and discoloration, and a progressive squeaking sensation in her right hip".